Event description:
Reportedly, the physician was surprised about the displayed residual longevity estimation (146 months) of the subject pacemaker. The physician would like to know if this estimation is correct. The device remains implanted working properly.

Manufacturer narrative:
(B)(4) 2014. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.